Event description:
It was reported the customer's buttons was unresponsive. The customer also reported their insulin pump was not functional. Customer requested a replacement insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.